Event description:
The customer reported a bloody fluid leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument operator was wearing a lab coat, eyewear, and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. The customer was unsure whether erroneous results were generated, but did state that results were not reported out of the laboratory prior to repairs. There was no impact to patient treatment in connection with this event. The customer resolved the leak by replacing waste chamber vc11.

Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched to evaluate the instrument. The customer was able to resolve the leak. (B)(4).